Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer screen was broken. It was also indicated there was a software error and that the main processing unit was out of specification electrically. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken screen. The programmer was returned for service. No patient complications have been reported as a result of this event.